Event description:
The medics were attempting to pace a pt however the device did not appear to operate according to the control switch settings and did not capture the pt's heart-rhythm. Paramedics initially attached the device to the pt and set the device output rate to 80 pulses-per-minute (ppm) and gradually increased the output current and eventually stopped at 100 milli-amps of current when they felt that they had captured the pt's heart-rhythm. When they viewed the device display screen though, it appeared that the pt was only being stimulated by the device at what was approximately 40 ppm's. The device heart-rate counter on the display screen confirmed erratic pacing as the detected heart-rate fluctuated between 40 and 60 beats-per-minute. The medics continued to use the device and transported the pt to a local medical facility where they transferred pt care. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.